Event description:
It was reported that during a ureteroscopy, the fiber broke outside the patient and burned the surgeon's wrist. The procedure was cancelled, and the burn was treated using cold water then cream on the scar. No patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported burn is a risk of use of these devices as indicated in the instructions for use.

Event description:
It was reported that during a ureteroscopy, the fiber broke outside the patient and burned the wrist of the surgeon. It was not noted if the burn required treatment. No patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported burn is a risk of use of these devices as indicated in the instructions for use.